Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the mesh was received degraded and broken into pieces within the sterile packaging. Additional information indicated that the issue was identified upon opening the packaging and not handled by any of the staff. The temperature dot on the packaging appeared as normal and the mesh was partially wet with saline. A photograph has been provided as part of the investigation. There was no impact to the patient.

Manufacturer narrative:
(B)(4). A review of the device history record has been performed. This review confirmed that this lot of products was reviewed and released according to tsl qa specifications. Especially, the records to the sterilization were found within validated specifications. The visual examination of the returned sample shows the following: the sample was returned in its original packaging. The temperature dot was black. Also the polyethylene and the aluminum pouches were returned partially peeled inside a sealed tyvek pouch. Dead insects were found inside the polyethylene and the aluminum pouches. The mesh was found slightly yellow and broken in several separated pieces. The portion of the mesh near the peeled part of the aluminum pouch was found partially dry. The other portion of the biologic mesh was found partially wet and crumbly. No physical test could be performed because of the mesh degradation (open packaging). Dead insects were also found on the mesh. The mesh appears torn, not cut. Conclusion of the visual examination: the root cause of the reported degradation could not be determined. It should be noted that the customer did not complaint about any insect. However, a review of tsl ncrs and capas documentation related to this lot of product was performed, no issue related to insects were reported. Tsl manufactured and packed permacol surgical implants in clean rooms. These insects may have come inside the packaging during storage of the sample, waiting for product return for complaint investigation. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required.

Manufacturer narrative:
(B)(4).